Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection, the air/water cylinder and tube, and the inside of the light guide lens all had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. For the events of white foreign material in the air/water channel and air/water cylinder: based on the results of the investigation, olympus confirmed foreign material remained in device, but the type of the material cannot be identified. It is presumed from the provided information that the foreign material was simethicone. It was confirmed in the information from(sales) service business center that the user uses simethicone. The foreign material may not have been removed because the device was not reprocessed properly by the following: the biopsy channel leaked. For the event of foreign material inside the light guide lens: based on the results of the investigation, olympus confirmed foreign material remained in device, but the type of the material cannot be identified. It is likely the light guide lens glue was peeled off due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, or the like. Subsequently, humidity invaded the light guide lens and caused corrosion. However, we could not specify occurrence cause by confirming the event/analyzing the device, for the device was not sent to manufacture business center. For the events of white foreign material in the air/water channel and air/water cylinder: the event can be detected/prevented by following the instructions for use: instructions for use states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. For the event of foreign material inside the light guide lens: the event can be detected/prevented by following the instructions for use: instructions for use states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.